Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient had no history of migraine before essure insertion. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("severe menstrual bleeding"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), migraine ("severe migraines") and dyspareunia ("painful intercourse"). The patient was treated with surgery (partial hysterectomy wherein she had her fallopian tubes excised). Essure was removed. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, abdominal pain lower, abdominal distension, migraine and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia and migraine to be related to essure. The reporter commented: plaintiff suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that fallopian tubes were occluded company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / abdomen pain (sharp stabbing)") and pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, multigravida and parity 1 ((B)(6)) in 2002. Patient had no history of migraine before essure insertion. Previously administered products included for an unreported indication: nuvaring in 2002 and oral contraceptive pill nos in 2002. In (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain (constant back ache, increased when period came) feet."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), abdominal pain lower ("cramping / severe cramps"), menstrual disorder ("abnormal periods"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("severe menstrual bleeding / long periods"), dyspareunia ("painful intercourse"), headache ("headaches"), smear cervix abnormal ("abnormal pap smear"), abdominal pain upper ("severe stomach spasms"), peripheral swelling ("constant swollen feet"), weight increased ("difficulty losing weight"), loss of libido ("lack/ loss of sex drive"), mood altered ("hormonal mood changes"), migraine ("severe migraines") and alopecia ("hair loss"). The patient was treated with ibuprofen (motrin), surgery (partial hysterectomy wherein she had her fallopian tubes excised) . Essure was removed on (B)(6) 2016. In 2016, the abdominal pain and back pain had resolved. At the time of the report, the pelvic pain, abdominal distension, abdominal pain lower, dysmenorrhoea, dyspareunia, smear cervix abnormal, weight increased and migraine outcome was unknown and the menstrual disorder, menorrhagia, headache, peripheral swelling, loss of libido, mood altered and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, dysmenorrhoea, dyspareunia, headache, loss of libido, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, peripheral swelling, smear cervix abnormal and weight increased to be related to essure. The reporter commented: plaintiff suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. Plaintiff did not seek medical attention for hair loss, and loss of sex drive. She did not claim that she is allergic to nickel or any other component of essure. She did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim essure worsened a previously existing injury. She was not advised of any complications from your essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that fallopian tubes were occluded. On (B)(6) 2011: essure confirmation test: she stated that she had to drink a lot of water, and then the physician used the dye test to see the essure device. Current weight: (B)(6) lb. Approximate weight at the time of essure placement: (B)(6) lbs. Most recent follow-up information incorporated above includes: on 08-jan-2018: plantiff fact sheet received. Events hair loss, abnormal periods, lack/ loss of sex drive, lack/ loss of sex drive, headaches, difficulty losing weight, lower back pain, constant swollen feet, abnormal pap smear, severe stomach spasms, pelvis pain are added. Concomitant condition & drug, historical condition & drug are added. Lab data updated. Patient & reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / abdomen pain (sharp stabbing)") and pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, multigravida and parity 1 ((B)(6)) in 2002. Patient had no history of migraine before essure insertion. Previously administered products included for an unreported indication: nuvaring in 2002 and oral contraceptive pill nos in 2002. In (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain (constant back ache, increased when period came) feet."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), abdominal pain lower ("cramping / severe cramps"), menstrual disorder ("abnormal periods"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("severe menstrual bleeding / long periods"), dyspareunia ("painful intercourse"), headache ("headaches"), smear cervix abnormal ("abnormal pap smear"), abdominal pain upper ("severe stomach spasms"), peripheral swelling ("constant swollen feet"), weight loss poor ("difficulty losing weight"), loss of libido ("lack/ loss of sex drive"), mood altered ("hormonal mood changes"), migraine ("severe migraines") and alopecia ("hair loss"). The patient was treated with ibuprofen, ibuprofen (motrin), surgery (partial hysterectomy wherein she had her fallopian tubes excised) and surgery. Essure was removed on (B)(6) 2016. In 2016, the abdominal pain and back pain had resolved. At the time of the report, the pelvic pain, abdominal distension, abdominal pain lower, dysmenorrhoea, dyspareunia, smear cervix abnormal, weight loss poor and migraine outcome was unknown and the menstrual disorder, menorrhagia, headache, peripheral swelling, loss of libido, mood altered and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, dysmenorrhoea, dyspareunia, headache, loss of libido, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, peripheral swelling, smear cervix abnormal and weight loss poor to be related to essure. The reporter commented: plaintiff suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. Plaintiff did not seek medical attention for hair loss, and loss of sex drive. She did not claim that she is allergic to nickel or any other component of essure. She did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim essure worsened a previously existing injury. She was not advised of any complications from your essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that fallopian tubes were occluded on (B)(6) 2011: essure confirmation test: she stated that she had to drink a lot of water, and then the physician used the dye test to see the essure device. Current weight: (B)(6) lb, approximate weight at the time of essure placement: (B)(6) lbs. Most recent follow-up information incorporated above includes: on 16-jan-2018: coding correction - event ¿difficulty losing weight¿ with meddra llt ¿weight increased¿ changed to meddra llt ¿weight loss poor¿. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / abdomen pain (sharp stabbing)"), pelvic pain ("pelvic pain") and genital haemorrhage ("unusual bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, multigravida, parity 1 ((B)(6) 2002) in 2002, back pain, biopsy rectum, blood pressure high, anemia, constipation, hemorrhoids, painful periods, gonorrhea, chlamydial infection, trichomoniasis, alcohol use, offensive vaginal discharge, genital bleeding, cholecystectomy in (B)(6) 2015, vaginal delivery and termination of pregnancy - elective. Patient had no history of migraine before essure insertion. Previously administered products included for an unreported indication: nuvaring in 2002 and oral contraceptive pill nos in 2002. Concurrent conditions included obesity, anesthesia and ovarian cyst. Family history included heart disease, unspecified (mother), blood pressure high (mother and father), asthma (mother and father), diabetes (mother), arthritis and fibroids. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 11 months 5 days after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain ( constant back ache, increased when period came)feet."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), abdominal pain lower ("cramping / severe cramps / severe cramps"), menstrual disorder ("abnormal pertiods"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("severe menstrual bleeding / long periods"), dyspareunia ("painful intercourse"), headache ("headaches"), smear cervix abnormal ("abnormal pap smear"), abdominal pain upper ("severe stomach spasms"), peripheral swelling ("constant swollen feet"), weight loss poor ("difficulty losing weight"), loss of libido ("lack/loss of sex drive"), mood altered ("hormonal mood changes"), migraine ("severe migraines") and alopecia ("hair loss"). The patient was treated with ibuprofen, ibuprofen (motrin), surgery (partial hysterectomy wherein she had her fallopian tubes excised) and surgery. Essure was removed on (B)(6) 2016. In 2016, the abdominal pain and back pain had resolved. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, abdominal pain lower, dysmenorrhoea, dyspareunia, smear cervix abnormal, abdominal pain upper, weight loss poor and migraine outcome was unknown and the menstrual disorder, menorrhagia, headache, peripheral swelling, loss of libido, mood altered and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, loss of libido, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, peripheral swelling, smear cervix abnormal and weight loss poor to be related to essure. The reporter commented: plaintiff suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. Plaintiff did not seek medical attention for hair loss, and loss of sex drive. She did not claim that she is allergic to nickel or any other component of essure. She did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim essure worsened a previously existing injury. She was not advised of any complications from your essure removal procedure. Pfs- patient sought medical treatment for foot swelling, cramps, severe stomach spasms,long periods. Patient not sought treatment for hair loss, and loss of sex drive. Current weight: 263 lbs. Mr- right side 3 trailing coils, left side- 2 trailing coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Hysterosalpingogram - in 2011: confirmed that fallopian tubes were occluded on (B)(6) 2011:essure confirmation test: she stated that she had to drink a lot of water, and then the physician used the dye test to see the essure device. (B)(6) 2005 : ultrasound of the pelvis and bilateral groin : non enlarged, non specific lymph nodes in bilateral inguinal regions (B)(6) 2006 : pelvic ultrasound : the uterus is slightly enlarged and globular in outlines and is anteverted in position. Nonhomogeneous echogenicity is seen in the uterine walls. A mostly intramural fibroid measuring 4.1 x 2.2 x 4.1 cm. In size is seen posteriorly in the fundus to upper body of the uterus. Endometrial thickness is 8 mm. Likely from impending menstruation or menstrual bleeding at this time. The right ovary is normal size and shows tiny follicles. Left ovary is normal size. A 1.8 x 1.3 x 1.5 cm. Cyst or follicle is seen in the left ovary. No other adnexal abnormalities are seen. (B)(6) 2012 : hysterosalpingogram : impression: 1. There is undulation of the fundic portion of the uterus related to submucosal fibroid. 2. Complete occlusion of the fallopian tube bilateral resulting from essure micro placement. (B)(6) 2016 : ultrasound : impression: 1. Essure problems consistent with dysmenorrhea and menorrhagia. 2. Back pain. Joint pain, and hair loss. Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs received, event added, genital haemorrhage. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / abdomen pain (sharp stabbing)") and pelvic pain ("pelvic pain") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, multigravida, parity 1 ((B)(6) 2002) in 2002, back pain, biopsy rectum, blood pressure high, anemia, constipation, hemorrhoids, painful periods, gonorrhea, chlamydial infection, trichomoniasis, alcohol use, offensive vaginal discharge, genital bleeding, cholecystectomy in (B)(6) 2015, vaginal delivery and termination of pregnancy - elective. Patient had no history of migraine before essure insertion. Previously administered products included for an unreported indication: nuvaring in 2002 and oral contraceptive pill nos in 2002. Concurrent conditions included obesity, anesthesia and ovarian cyst. Family history included heart disease, unspecified (mother), blood pressure high (mother and father), asthma (mother and father), diabetes (mother), arthritis and fibroids. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain ( constant back ache, increased when period came)feet."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), abdominal pain lower ("cramping / severe cramps / severe cramps"), menstrual disorder ("abnormal pertiods"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("severe menstrual bleeding / long periods"), dyspareunia ("painful intercourse"), headache ("headaches"), smear cervix abnormal ("abnormal pap smear"), abdominal pain upper ("severe stomach spasms"), peripheral swelling ("constant swollen feet"), weight loss poor ("difficulty losing weight"), loss of libido ("lack/loss of sex drive"), mood altered ("hormonal mood changes"), migraine ("severe migraines") and alopecia ("hair loss"). The patient was treated with ibuprofen, ibuprofen (motrin), surgery (partial hysterectomy wherein she had her fallopian tubes excised) and surgery. Essure was removed on (B)(6) 2016. In 2016, the abdominal pain and back pain had resolved. At the time of the report, the pelvic pain, abdominal distension, abdominal pain lower, dysmenorrhoea, dyspareunia, smear cervix abnormal, weight loss poor and migraine outcome was unknown and the menstrual disorder, menorrhagia, headache, peripheral swelling, loss of libido, mood altered and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, dysmenorrhoea, dyspareunia, headache, loss of libido, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, peripheral swelling, smear cervix abnormal and weight loss poor to be related to essure. The reporter commented: plaintiff suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. Plaintiff did not seek medical attention for hair loss, and loss of sex drive. She did not claim that she is allergic to nickel or any other component of essure. She did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim essure worsened a previously existing injury. She was not advised of any complications from your essure removal procedure. Pfs- patient sought medical treatment for foot swelling, cramps, severe stomach spasms,long periods. Patient not sought treatment for hair loss, and loss of sex drive. Current weight: (B)(6) lbs. Mr- right side 3 trailing coils, left side- 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Hysterosalpingogram - in 2011: confirmed that fallopian tubes were occluded on (B)(6) 2011:essure confirmation test: she stated that she had to drink a lot of water, and then the physician used the dye test to see the essure device. (B)(6) 2005 : ultrasound of the pelvis and bilateral groin : non enlarged, non specific lymph nodes in bilateral inguinal regions (B)(6) 2006 : pelvic ultrasound : the uterus is slightly enlarged and globular in outlines and is anteverted in position. Nonhomogeneous echogenicity is seen in the uterine walls. A mostly intramural fibroid measuring 4.1 x 2.2 x 4.1 cm. In size is seen posteriorly in the fundus to upper body of the uterus. Endometrial thickness is 8 mm. Likely from impending menstruation or menstrual bleeding at this time. The right ovary is normal size and shows tiny follicles. Left ovary is normal size. A 1.8 x 1.3 x 1.5 cm. Cyst or follicle is seen in the left ovary. No other adnexal abnormalities are seen. (B)(6) 2012 : hysterosalpingogram : impression: there is undulation of the fundic portion of the uterus related to submucosal fibroid. Complete occlusion of the fallopian tube bilateral resulting from essure micro placement. (B)(6) 2016 : ultrasound : impression: essure problems consistent with dysmenorrhea and menorrhagia. Back pain. Joint pain, and hair loss. Most recent follow-up information incorporated above includes: on 5-feb-2018: case became mediaclly confirmed. Historical and concomittant condition, lab data added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ severe pain and cramps') and abdominal pain ('severe abdominal pain / abdomen pain (sharp stabbing)') in a 39-year-old female patient who had essure (batch no. 761438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in (B)(6) 2015, parity 1 (B)(6) 2002) in 2002, psychological disorder nos, multigravida, back pain, biopsy rectum, blood pressure high, anemia, constipation, hemorrhoids, painful periods, gonorrhea, chlamydial infection, trichomoniasis, alcohol use, offensive vaginal discharge, genital bleeding, vaginal delivery, termination of pregnancy - elective, pelvic pain female, antral follicle count, dysmenorrhea, menorrhagia, back pain, joint pain and hair loss. Patient had no history of migraine before essure insertion. Previously administered products included for an unreported indication: oral contraceptive pill nos, nuvaring, mirena and motrin 800. Concurrent conditions included obesity, anesthesia and ovarian cyst. Family history included heart disease, unspecified (mother), blood pressure high (mother and father), asthma (mother and father), diabetes (mother), arthritis and fibroids. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced headache ("headaches"). In (B)(6) 2011, the patient experienced back pain ("lower back pain ( constant back ache, increased when period came)feet."), 11 months 6 days after insertion of essure. In (B)(6) 2011, the patient experienced genital haemorrhage ("unusual bleeding/ abnormal bleeding"), abdominal pain upper ("severe stomach spasms"), peripheral swelling ("constant swollen feet"), weight loss poor ("difficulty losing weight"), loss of libido ("lack/loss of sex drive / low libido"), mood altered ("hormonal mood changes") and alopecia ("hair loss") and was found to have smear cervix abnormal ("abnormal pap smear"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping / severe cramps / severe cramps"). On (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal distension ("bloating"), menstrual disorder ("abnormal periods"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("severe menstrual bleeding / long periods"), dyspareunia ("painful intercourse") and migraine ("severe migraines"). The patient was treated with ibuprofen, ibuprofen (motrin) and surgery (partial hysterectomy wherein she had her fallopian tubes excised). Essure was removed on (B)(6) 2016. In 2016, the abdominal pain had resolved. In (B)(6) 2016, the back pain had resolved. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, abdominal pain lower, dysmenorrhoea, dyspareunia, smear cervix abnormal, abdominal pain upper, weight loss poor and migraine outcome was unknown and the menstrual disorder, menorrhagia, headache, peripheral swelling, loss of libido, mood altered and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, loss of libido, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, peripheral swelling, smear cervix abnormal and weight loss poor to be related to essure. The reporter commented: plaintiff suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. Plaintiff did not seek medical attention for hair loss, and loss of sex drive. She did not claim that she is allergic to nickel or any other component of essure. She did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim essure worsened a previously existing injury. She was not advised of any complications from your essure removal procedure. Pfs- patient sought medical treatment for foot swelling, cramps, severe stomach spasms,long periods. Patient not sought treatment for hair loss, and loss of sex drive. Current weight: 263 lbs. Mr- right side 3 trailing coils, left side- 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Hysterosalpingogram - in 2011: results: confirmed that fallopian tubes were occluded. Ultrasound pelvis - on (B)(6) 2016: the right ovary has three to four antral follicles. The left ovary has four antral follicles.. On (B)(6) 2011:essure confirmation test: she stated that she had to drink a lot of water, and then the physician used the dye test to see the essure device. (B)(6) 2005 : ultrasound of the pelvis and bilateral groin : non enlarged, non specific lymph nodes in bilateral inguinal regions (B)(6) 2006 : pelvic ultrasound : the uterus is slightly enlarged and globular in outlines and is anteverted in position. Nonhomogeneous echogenicity is seen in the uterine walls. A mostly intramural fibroid measuring 4.1 x 2.2 x 4.1 cm. In size is seen posteriorly in the fundus to upper body of the uterus. Endometrial thickness is 8 mm. Likely from impending menstruation or menstrual bleeding at this time. The right ovary is normal size and shows tiny follicles. Left ovary is normal size. A 1.8 x 1.3 x 1.5 cm. Cyst or follicle is seen in the left ovary. No other adnexal abnormalities are seen. (B)(6) 2012 : hysterosalpingogram : impression: 1. There is undulation of the fundic portion of the uterus related to submucosal fibroid. 2. Complete occlusion of the fallopian tube bilateral resulting from essure micro placement. (B)(6) 2016 : ultrasound : impression: 1. Essure problems consistent with dysmenorrhea and menorrhagia. 2. Back pain. Joint pain, and hair loss. Lot number: 761438 manufacturing date: 2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ severe pain and cramps') and abdominal pain ('severe abdominal pain / abdomen pain (sharp stabbing)') in a 39-year-old female patient who had essure (batch no. 761438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in (B)(6) 2015, parity 1 ((B)(6) 2002) in 2002, psychological disorder nos, multigravida, back pain, biopsy rectum, blood pressure high, anemia, constipation, hemorrhoids, painful periods, gonorrhea, chlamydial infection, trichomoniasis, alcohol use, offensive vaginal discharge, genital bleeding, vaginal delivery, termination of pregnancy - elective, pelvic pain female, antral follicle count, dysmenorrhea, menorrhagia, back pain, joint pain and hair loss. Patient had no history of migraine before essure insertion. Previously administered products included for an unreported indication: oral contraceptive pill nos, nuvaring, mirena and motrin 800. Concurrent conditions included obesity, anesthesia and ovarian cyst. Family history included heart disease, unspecified (mother), blood pressure high (mother and father), asthma (mother and father), diabetes (mother), arthritis and fibroids. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced headache ("headaches"). In (B)(6) 2011, the patient experienced back pain ("lower back pain ( constant back ache, increased when period came)feet."), 11 months 6 days after insertion of essure. In (B)(6) 2011, the patient experienced genital haemorrhage ("unusual bleeding/ abnormal bleeding"), abdominal pain upper ("severe stomach spasms"), peripheral swelling ("constant swollen feet"), weight loss poor ("difficulty losing weight"), loss of libido ("lack/loss of sex drive / low libido"), mood altered ("hormonal mood changes") and alopecia ("hair loss") and was found to have smear cervix abnormal ("abnormal pap smear"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping / severe cramps / severe cramps"). On (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal distension ("bloating"), menstrual disorder ("abnormal pertiods"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("severe menstrual bleeding / long periods"), dyspareunia ("painful intercourse") and migraine ("severe migraines"). The patient was treated with ibuprofen, ibuprofen (motrin) and surgery (partial hysterectomy wherein she had her fallopian tubes excised). Essure was removed on (B)(6) 2016. In 2016, the abdominal pain had resolved. In (B)(6) 2016, the back pain had resolved. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, abdominal pain lower, dysmenorrhoea, dyspareunia, smear cervix abnormal, abdominal pain upper, weight loss poor and migraine outcome was unknown and the menstrual disorder, menorrhagia, headache, peripheral swelling, loss of libido, mood altered and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, loss of libido, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, peripheral swelling, smear cervix abnormal and weight loss poor to be related to essure. The reporter commented: plaintiff suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. Plaintiff did not seek medical attention for hair loss, and loss of sex drive. She did not claim that she is allergic to nickel or any other component of essure. She did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim essure worsened a previously existing injury. She was not advised of any complications from your essure removal procedure. Pfs- patient sought medical treatment for foot swelling, cramps, severe stomach spasms,long periods. Patient not sought treatment for hair loss, and loss of sex drive. Current weight: 263 lbs. Mr- right side 3 trailing coils, left side- 2 trailing coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Hysterosalpingogram - in 2011: results: confirmed that fallopian tubes were occluded. Ultrasound pelvis - on (B)(6) 2016: the right ovary has three to four antral follicles. The left ovary has four antral follicles.. On (B)(6) 2011:essure confirmation test: she stated that she had to drink a lot of water, and then the physician used the dye test to see the essure device. (B)(6) 2005 : ultrasound of the pelvis and bilateral groin : non enlarged, non specific lymph nodes in bilateral inguinal regions. (B)(6) 2006 : pelvic ultrasound : the uterus is slightly enlarged and globular in outlines and is anteverted in position. Nonhomogeneous echogenicity is seen in the uterine walls. A mostly intramural fibroid measuring 4.1 x 2.2 x 4.1 cm. In size is seen posteriorly in the fundus to upper body of the uterus. Endometrial thickness is 8 mm. Likely from impending menstruation or menstrual bleeding at this time. The right ovary is normal size and shows tiny follicles. Left ovary is normal size. A 1.8 x 1.3 x 1.5 cm. Cyst or follicle is seen in the left ovary. No other adnexal abnormalities are seen. (B)(6) 2012 : hysterosalpingogram : impression: there is undulation of the fundic portion of the uterus related to submucosal fibroid. Complete occlusion of the fallopian tube bilateral resulting from essure micro placement. (B)(6) 2016 : ultrasound : impression: essure problems consistent with dysmenorrhea and menorrhagia. Back pain. Joint pain, and hair loss. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: lot number, medical history, lab data, patient aka name, reporter information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.